Event description:
It was reported to boston scientific corporation that an obtryx transvaginal sling device was implanted into the patient during a procedure. According to the patient, the implant caused mesh erosion and created a hole in the urethra which led to the need of surgery. The pain when sitting down for too long, when having intercourse and pelvic pain endured for a long time were apparently related to this issue. Moreover, it was also reported that the patient was dependent on painkillers on a daily basis. The patient was then referred to a specialist and was informed, post a urodynamic examination and subsequent 4d scans, that the mesh needs to be removed before further damage occurs.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Tga adverse incident report reference no. 76516; submitted to tga (therapeutic goods administration) by the patient. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.